Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 370-400 mg/dl at the time. The customer reported that she tried delivering a bolus through the insulin pump but the screen displayed bolus delivery timed out. She completed self test and displacement test. She was advised to complete bolus delivery within 30 seconds and also advised to monitor insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.